Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the tooth of the blade safety was broken, the piece was not returned. The device was used. Functional testing found that the broken blade safety tooth is consistent with misuse. Damages were observed on the handle body in the area surrounding the knife safety. The device was disassembled and it was determined that with the broken tooth, the blade safety could not be pushed out of the way when closing the jaws, resulting in the inability for the knife blade to advance. It was reported that the knife blade did not advance or difficult to advance. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: to divide tissue, maintain steady pressure on the ring handles and pull the cutting trigger until a hard stop is reached. Then release the cutting trigger to allow the cutting blade to retract. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during total thyroidectomy, the device blade trigger was stuck making it impossible to use. The knife trigger cannot be pulled in. The device had break but the piece did not fell into the patient's cavity. Another ligasure device was used successfully with this generator with software version 4.0.4. There was not any additional medical procedure needed to remove the piece from the patient. There was no patient injury. Medtronic's initial evaluation of the incident device found on visual inspection that the tooth of the blade safety was broken, the piece was not returned.